Event description:
After having rec'd lasik eye surgery from a local office and vision being worse than before the procedure I was encouraged by others to seek a second opinion. In doing so, on (B)(6) 2012, I was diagnosed with dlk in both eyes. Oral steroids for a week and steroid drops every two hrs. My re-check with the 2nd dr was (B)(6) 2012. I am now scheduled for surgery on (B)(6) 2012 to have the cornea scraped in my left eye. Eye drops will continue 6 times a day until further instructed by the surgeon. I feel that the lasik business I visited initially is inadequate. I question the practices of said business. (B)(6).